Event description:
It was reported that prior to a MRI the field representative was unable to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD) with two different programmers. Boston scientific technical services (ts) was contacted and suggested applying a magnet. Upon magnet application no tones were heard from the s-ICD. It was noted the patient has never had a MRI and that the remote home monitor was also not able to connect with the device to perform a remote interrogation. Ts noted that they could perform a magnet reset in an attempt to connect and interrogate the s-ICD, however it was not successful it may indicate the battery on the device had depleted. Almost two weeks later the physician indicated they would prefer the patient to have a MRI. An interrogation was still not successful, and neither was the magnet reset thus ts was again consulted and advised against the action as they would be unable to confirm the device was functioning. The field representative stated that the physician ultimately decided not to perform a MRI on the patient. The physician also made the decision not to replace the device at this time based on improved ejection fraction and no history of shocks. The s-ICD remains implanted in the patient and no adverse patient effects were reported.